Manufacturer narrative:
Lot number: corrected from 0022971772 to 0023371142. Expiration date: corrected from 11/20/2020 to 02/19/2021. Unique identifier (UDI) #: corrected to (B)(4). Manufacture date: corrected from 11/21/2018 to 02/20/2019.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the first dilatation, the balloon ruptured. The procedure was completed with another of same device. No complications were reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the first dilatation, the balloon ruptured. The procedure was completed with another of same device. No complications were reported.